Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker exhibited poor parameters. While repositioning the device, the helix kept getting caught and became sprung. The device was not used, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual analysis found that helix length was stretched out of specification; elongated helix is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.